Event description:
The customer reported the system would intermittently lock up when accessing certain pt screens. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sys software was reloaded. The sys was then found to be operating as intended.